Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. (B)(4).

Event description:
It was reported there was decubitus of the system and there was an adaptor issue. The reporter stated that decubitus had been associated to form on adaptors. The reporter further stated that a pocket revision had been done. Additional information was requested, but was not available as of the date of this report.